Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up with no display. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that the biomed department has been unable to duplicate the reported problem.